Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer¿s current blood glucose value was 66 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer treated low blood glucose with food. The customer was not using auto mode at the time of incident. Customer stated that the insulin pump did not suspend and customer still got low reading. Customer was advised to turn off the auto mode. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was able to calibrate and was advised to turn on automode however the insulin pump was still suspended. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.